Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the returned sample was found rejected, since the edge of the product did not reach the limits after applying 3.5 kg forcethe customer reported condition was confirmed. Problem source was traced to supplier. Lot number provided was not found on records.

Event description:
Information was received the customer attempted to connect a tracheostomy tube to the product during the use of it, but could not do it successfully. No patient injury.